Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection was performed with the naked eye and magnification, which revealed blue particulate matter embedded in the molded cassette. The particulate matter was observed inside the fluid pathway and was embedded and fully encapsulated. The reported condition was verified. The cause of the event was determined to be a material molding related issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021, further described as "last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were ¿blue threads¿ inside the tubing of a homechoice cassette. This was observed prior to use for peritoneal dialysis therapy. It was further reported that ¿two were located in the middle right side and one was located in the bottom right side¿. The threads were "a centimeter or less in length". There was no patient injury or medical intervention associated with this event. No additional information is available.